Event description:
It was reported that a catheter twist occurred. An opticross 6 imaging catheter was used during a percutaneous coronary intervention. During insertion, when advancing down the vessel, the intravascular ultrasound catheter kinked and twisted and there were kinks and twists in the drive shaft. The mdu was turned on and running when the issue happened. The procedure was completed with another of the same device. No patient complications were reported.